Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwath as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date in 2005. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured liner and a tilted cup.